Manufacturer narrative:
Based on the results of the investigation, the root cause of the damage lens could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device noted with damaged, cracked lens. There was no patient involvement on this reported event.